Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 800 mg/dl. Troubleshooting was performed and found that there were no basal rates programmed into the insulin pump. It was explained to the customer that the high blood glucose levels could have been caused by the absence of any basal rates. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.